Manufacturer narrative:
This report is submitted on 26 june 2020.

Event description:
Per the clinic, the patient experienced poor wound healing post implantation, resulting in treatment with silver nitrate and antibiotics. The issue could not be resolved resulting in explant of the device on (B)(6) 2020, re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
This report is submitted on 17 july 2020.

Event description:
It was reported that prior to explant the patient experienced an infection.